Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The entire ipp system was removed and no replacement was made. Further information was requested and not yet received. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Infection was reported. The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. There was a leak in the reservoir shell due to sharp instrument damage and avulsion, reservoir was contaminated. The pump was not functionally tested due to the reservoir leak. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The entire ipp system was removed and no replacement was made.